Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage. The option-lok male adapter of the primary tubing set was connected to a needleless valve connector and was being used to deliver an unspecified volume of normal saline, at an unspecified rate, every 8 hours, via a plum pump. At 1800, an unspecified secondary tubing set was connected to the secondary clave port on the cassette of the primary tubing set for a piggyback delivery of an unspecified antibiotic. It was reported that after the secondary delivery was complete while the nurse was disconnecting the option-lok male adapter of the primary tubing set from the needleless valve connector, the distal tip of the option-lok male adapter broke off. The customer contact reported that a piece of the option-lok male adapter remained lodged inside the needleless valve connector. The tubing set was replaced and the therapy was resumed. There was no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.